Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call prime anomaly on the insulin pump. Customer¿s blood glucose level was 33.3 mmol/l. Troubleshooting was performed. It was reported that the insulin would not exit during fill cannula. Troubleshooting was performed but did not resolve the issue. It was reported they received the second series of beeps and numbers appeared on their display screen. The insulin pump will be returned for analysis.